Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed therapy delivery effectiveness under those measurements as well as troubleshooting options. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates this electrode was revised and shock impedance measurements were within range, with a defibrillation threshold (dft) test performed successfully. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: adverse event/product problem field (b1) in section b, adverse event/product problem. Outcomes attrib to adv event field (b2) in section b, adverse event/product problem. Manufacturer name field (d3) in section d, suspect medical device. Manufacturer address 1 field (d3) in section d, suspect medical device. Manufacturer city field (d3) in section d, suspect medical device. Manufacturer state field (d3) in section d, suspect medical device. Manufacturer email field (d3) in section d, suspect medical device. Model number field (d3) in section d, suspect medical device. Manufacturer catalog number field (d3) in section d, suspect medical device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed therapy delivery effectiveness under those measurements as well as troubleshooting options. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates this electrode was revised and shock impedance measurements were within range, with a defibrillation threshold (dft) test performed successfully. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed therapy delivery effectiveness under those measurements as well as troubleshooting options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed therapy delivery effectiveness under those measurements as well as troubleshooting options. This device remains in service. No adverse patient effects were reported.